Manufacturer narrative:
The customer has indicated that the complaint sample will be returned for evaluation. Once the sample is received and the evaluation is complete, a supplemental medwatch 3500a will be submitted. Reported lot number could not be traced to determine the manufacture date. Once the device is received, the lot number will be updated accordingly. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during a left tha on an unknown patient that while reaming the offset reamer handle broke. There was no surgical delay, the procedure was completed successfully and no adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was shipped via (B)(6), however it was not received by integer. After discussion with the distributor, it was discovered that the complaint sample was lost in transit between them and integer. Therefore the reported event could not be confirmed. If the complaint sample is found and received at integer, it will be inspected and the investigation will be updated accordingly.